Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 534 mg/dl at the time of incident, but was 81 mg/dl at the time of call. The customer treated with a manual injection. The caller declined to check for leaks, air bubbles, site issues, and insulin issues. The customer found that the time and date settings were incorrect. The customer declined to perform the high pressure test. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The customer was advised to call back if problems persisted. The customer's infusion sets were replaced but nothing was returned.